Manufacturer narrative:
Device passed rewind, self test, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow blocked customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump passed self test. Customer stated that the insulin pump failed displacement verification test. The insulin pump will not be returned for analysis.